Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 5031463. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On the morning of (B)(6) 2025, while nurse was replacing the IV extension tube for patient (B)(6), she discovered that the threaded connection at the upper end of the extension tube where it joined the needle-free closed connector had cracked. Fluid administration via the micro-push pump proceeded normally with no leakage or seepage. However, the extension tube could not be unscrewed from the needle-free closed connector. Both the extension tube and the needle-free closed connector (used for less than five days, before the scheduled replacement time) had to be replaced. This incident caused no direct harm to the patient but resulted in the premature replacement of the equipment, increasing the patient's costs.